Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The field service engineer (fse) replaced the measuring cells. They ran a successful system volume check and photomultiplier high voltage check, and reset the cell count and calibration data. The system was confirmed to be operational. The issue was determined to be due to a worn measuring cell and the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for multiple samples from the same patient tested on a cobas 6000 e601 module. Sample 1: the initial result was 27 ng/l. The repeat result was 6 ng/l (accompanied by a data flag). Sample 2: the initial result was 54 ng/l. The repeat result was 6 ng/l (accompanied by a data flag). The repeated 6 ng/l results were deemed correct.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.